Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported " deflation." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6), 2022 with lot number 3039188. Based on the device analysis grid, the assessments of the complaint are:¿ deflation: observed, three openings in posterior side assessed as fold flaw opening and one opening on plug strap disk shell side assessed as unidentified (tear) opening (shell thickness within specification.)additional observations: ¿ creases are observed.¿ wear abrasion is observed.no further actions are required as the device was implanted.